Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was attempted to be implanted in a patient for the endovascular treatment of a 60 mm ab dominal aortic aneurysm. It was reported that during the index procedure, difficulties to advance the guidewire through the device was encountered. Alternatively, a endurant ii bifurcate stent graft system was implanted successfully. As per the physician, cause of the event was device issue. No additional clinical sequalae were reported and the patient is fine.